Manufacturer narrative:
(B)(4). Additional information: the exact date of the event was not provided. It was reported that the incident occurred ¿a few days back¿. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause was unknown. The treatment for the event was not reported. The outcome of the event was not reported. The action taken with dianeal therapy was unknown. No additional information is available.